Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported unit will not power up. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02nov2018. Date of manufacturer: 30oct2018. The customer replaced the defective battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.